Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received questionable results for one patient sample tested for multiple analytes. It was determined that erroneous glucose, urea, creatinine, amylase, and total bilirubin results were reported outside of the laboratory for a second sample collected from the patient. A first sample was collected from the patient and tested at 12pm. This sample resulted as 540 mg/dl for glucose, 1.6 mg/dl for total bilirubin, and ">340 u/l" for enzyme tests which include amylase, alanine aminotransferase (alt), and aspartate aminotransferase (ast). The results from this first sample were considered to be pathologic. These results were reported outside of the laboratory. The patient was then given insulin. A new sample was collected from the patient at 20:00 and this sample was tested, resulting as 0.65 mg/dl for glucose, 33 mg/dl for urea, 0.8 mg/dl for creatinine, 33.0 u/l for amylase, and 0.28 mg/dl for total bilirubin. The customer considered the initial results from this sample to be normal. The customer provided these values to the doctor and then reported the values to the patient's relatives. The customer then decided to measure glucose on this same sample on a bayer countour instrument, resulting as 475 mg/dl. The customer then found the discarded sample and observed a clot in the sample. According to the customer, this clot was not present when she loaded the sample on the instrument. The customer then repeated the primary tube after removing the clot and it resulted as 475 mg/dl for glucose, 108 mg/dl for urea, 2 mg/dl for creatinine, 354.5 u/l for amylase, and 1.69 mg/dl for total bilirubin. The repeat results were considered to be pathological and were reported outside of the laboratory. The patient was not adversely affected due to the event. The lot numbers and expiration dates of the glucose, urea, creatinine, amylase, and total bilirubin reagents were asked for, but not provided. During investigations, it was noted that the customer was using expired reagents for all tests except for glucose, amylase, alt, cholesterol, and alkaline phosphatase (alp). It was determined that the alp, amylase, and total bilirubin tests were re-calibrated after the first sample had been tested. It was also noted that the control material used was expired and that the customer accepted flagged control results manually. The customer clarified that the instrument has not been in daily use for the last 3 months due to absence of some consumables. The analyzer was only used in emergency cases. Investigations could not determine a specific root cause. Additional information required for investigation was requested but not provided. It was highly probable the initial results of the second sample were produced while a sample pipetting issue was present. The pipetted sample volume may not have been sufficient since the probe may have hit a clot and become clogged or partially clogged as the sample was aspirated. It is unknown how much the use of expired reagents and the recalibration of the alp, amylase, and total bilirubin tests may have influenced the results in question. No evidence could be found that the issue was caused by an instrument malfunction. The instrument is not able to detect clots in a sample tube and this behavior is according to existing specifications.